Event description:
(B)(4). Customer concern: cust sts the reservoir keeps coming out of his pump the top of reservoir compartment is all cracked (B)(4): bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no does customer report pump has been bumped/dropped?: neither does the infusion set show signs of damage?: no does the reservoir show signs of damage?: no does pump show any signs of physical damage?: pump shows physical damage document the type of damage: crack document how the damage occurred: unk possibly dropped/bumped describe the location of the damage: top of reservoir compartment did customer report out of box damage?: no what is the type of damage?: crack is there any physical damage to pump's retainer ring?: no did damage occur while using a silicone case?: no advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: not applicable to t/s will the serialized device be replaced?: yes inform customer about product replacement policy.

Manufacturer narrative:
Retainer = missing. The pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2022. The pump was received with missing retainer, missing reservoir tube o-ring, and partially broken reservoir tube lip. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to missing retainer, missing reservoir tube o-ring, and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, serial number label fading and peeling, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment, and cracked battery tube threads. Missing retainer, missing reservoir tube o-ring, and partially broken reservoir tube lip are confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.